Manufacturer narrative:
Concomitant medical products: sedrl1, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) capture measurements of the right ventricular (rv) lead threshold mismatched with manual measurements of rv lead thresholds. As a consequence of the high thresholds, the muscle, nerve and pocket stimulation occurred. The device was reprogrammed but the matching values were not obtained. The ipg and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
I was further reported that the right ventricular (rv) lead was reprogrammed and extraction has been scheduled.